Event description:
Customer runs a test and the meter is not working. Sometimes customer will get a single digit result or a result of 38 mg/dl. A review of the system was conducted over the phone. The review indicated that segments were missing in the 100s and units positions of the display. Customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 for future questions/concerns.